Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed for this event, and the investigation could not confirm the reported issue. The investigation found that the user complaint of inaccurate cuts could not be confirmed. The investigation found that the verify checkpoint was not repeated after the cuts were performed and after the potential array movement event. The investigation found no evidence with the available log files which showed 8mm off on anterior chamfer cut; investigation showed no inaccurate cut laterally. The most probable root cause of the reported issue of anterior chamfer cut being 8mm off is the combination of array movement, sub-optimal leg positioning, leg/robot movement, and sub-optimal landmark acquisition. However, that issue was not confirmed and no defect was found with the system. A review of the service history record indicates that review result is not relevant to the current complaint condition.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while using a robotic assisted satellite station device with the saw handpiece device and a base station device, it was observed that the anterior chamfer cut was off by 8mm ¿ laterally. It was reported that they did not note which saw handpiece caused the issue. It was reported that the robot was not mounted to the operating table. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.